Event description:
The customer reported that the ventilator alarmed due to a data acquisition pcba adc reference failure. A data acquisition pcba adc reference failure during normal ventilation operation may result in a vent inop condition. A vent inop will result in a visual and audible alarm and precludes continued safe operation of the ventilator. The user must provide alternative ventilation and have the ventilator serviced. The customer reported the device was in use on a patient , but no patient harm. As the device is out of warranty, the facility biomedical engineer contacted manufacturers product support engineer (pse) for assistance. The biomedical engineer could not duplicate the reported problem. The pse suggested to biomedical engineer to performed successful pvt before placing unit back in service.

Manufacturer narrative:
Device out of warranty; no manufacturer service request.